Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient felt no paresthesia even with maximum stimulation capacity of the ins. The pain was untreated. There were no external contributing factors. It was noted that the patient has two leads under the skin at the level of the scapula and torso. The ins was replaced. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown. Product type lead product ID neu_unknown_lead lot# unknown. Product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID neu_unknown_lead,lot# unknown, product type: lead. Product ID neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.